Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 450 mg/dl and 404 mg/dl. The customer was assisted with troubleshooting. It was reported that the customer had received a new transmitter and needed assistance with it. The customer did not want troubleshooting for high blood glucose at this time. They retook the blood glucose while on the phone and it had lowered to 404 mg/dl. The customer was not using auto mode at the time . The insulin pump will not be returned for analysis.